Event description:
It was reported that during a gastrectomy procedure, the device remained closed on the tissue. Upon the firing, the stapler wouldn¿t staple and stay closed on the tissues. No further information provided by the customer. No additional detail concerning the removal of the stapler or potential consequences for the patient. A new stapler was used to complete the procedure.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Premature sled movement the (B)(4) device was received for analysis with no visual non-conformances and with an (B)(4) cartridge reload present. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward, locking the cartridge and pushing staples upwards. The returned cartridge reload was tested for functionality by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The device opened and closed as intended. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
During a routine device inspection, physio-control observed that the device would intermittently fail to detect the therapy cable connection. There was no pt use associated with the event.